Event description:
It was reported that during implant the radiopaque marker band on the lead introducer detached. It remained in the left s3 foramen of the patient. The implant continued with a new lead and introducer and was completed successfully.

Manufacturer narrative:
Results code: radiopaque marker band.